Manufacturer narrative:
No device malfunction was reported; therefore no examination of the subject device occurred. A review of service records found that the subject device was examined near the time of the event occurrence and found to be functioning within manufacturer specifications; the device has been maintained per manufacturer's instructions. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photos concluding the reported treatment settings were aggressive when compared to common medical practice and device labeling.

Event description:
It was reported that a patient sustained persistent facial hypopigmentation following treatment with a lumenis ultrapulse laser.